Event description:
It was reported that incomplete/under infusion was experienced in a low volume (10ml/hr.) Folfusor. A patient was involved, but there is no report of patient/user injury or medical intervention was needed in association with this event. No additional information is available.

Manufacturer narrative:
(B)(4). A review of all batch record documents was performed with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. One actual sample was received containing approximately 40ml of fluid in the bladder at the plant for evaluation. No defects were observed during visual inspection. A function flow rate test was conducted on the defective unit. No other tests were performed. The unit was working within specification. If additional relevant information is obtained, then a follow-up MDR will be submitted.